Event description:
The customer reported that the unit had a red x.

Manufacturer narrative:
(B)(4): the customer reported that the unit had a red x. The unit was evaluated at philips, and it was determined that the internal data card had failed. Replacing the internal data card resolved the failure. The unit passed all post-service testing and was shipped back to the customer site.